Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the 63b electrodes were received for evaluation. A visual inspection of the customer returned item was performed. Included was five pack of 63b electrodes part no. 106130-22 with lot no. 013201 received in a shipping mailer cushion envelope. The part received appears to be in good condition from the visual/cosmetic point of view. The DHR/coc has indicated no reported non-conformances or deviations. The failure was not confirmed for the reported condition of the "rash/irritation". No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "rash/irritation". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (24) total complaints from (july 23, 2020) to (july 23, 2021) for pn (106130-22) and events related to (electrodes: rash/irritation). Keyword search criteria: (complaint codes: bhp electrodes: rash/irritation). The search was specified to the lot no. 013201. The search identified 2 complaints. Highridge medical will continue to monitor for trend. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales representative that the patient is now breaking out from the new blue electrodes after only 5 days of use and changing them daily and moving them around at this point since she is unable to tolerate the opak, the doctor wants to switch her out to the bhs unit. No additional patient consequences have been reported. 63b electrodes were returned for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical products: the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is now breaking out from the new 63b electrodes after only 5 days of use. The patient changes the electrodes daily and rotates. The patient is unable to tolerate the orthopak device. The patient did reach out to her doctor and received a signed script for the patient to switch to a different device for treatment. A new bhs assembly was shipped to the patient. No additional patient consequences have been reported.